Event description:
A surgeon reported that following implantation of an intraocular lens (iol) it was noted under microscopic observation that there was a streak on the iol. The incision was widened in order to remove and replace the lens. Additional info has been requested.